Event description:
Following a catheterization procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, upon ambulation(length of time unknown), bleeding was noted from the puncture site. Manual pressure and a femostop device were applied, and hemostasis was again achieved. The next day the patient was noted to have a small hematoma, and was discharged home in good condition.